Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a primary alarm failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A field service engineer reconnected the horn to the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.